Event description:
It was reported that patient underwent bi-lateral total hip arthroplasty in 2005. Subsequently, acetabular components loosened and revision procedures were performed in 2007.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. User facility concluded that event was not device related. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. This report filed on may 29, 2007.